Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the rite functional test but failed rite electrical test 'ground bond' section. The assignable cause for the rite electrical test failure of ground bond was undetermined and device functioned normally during evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.